Event description:
It was reported that the bd luer-lok¿ tip syringe broke. The following information was provided by the initial reporter: syringe is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that one of the plunger ribs was broken and hanging from the rod. Potential root cause for the broken plunger rod defect is associated with the assembly process. As lot number involved in this incident is invalid, a device history record review and corrective action determination cannot be performed.

Event description:
It was reported that the bd luer-lok¿ tip syringe broke. The following information was provided by the initial reporter: syringe is broken.